Manufacturer narrative:
No pictures are available and as the valve has been replaced during treatment the set can't be investigated. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that during perfusion there was noticed that the one way valve was placed incorrect in the line. (B)(4) (B)(4).